Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 23. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported after wearing the pod between 4 and 24 hours on the abdomen, the patient noticed the site was red, looked as though layers of skin had been taken off and irritated at the adhesive pad. The patient's mother took her daughter to see her doctor who prescribed cavilon cream and hydrocortisone spray for the site irritation. It took about 4 to 5 days for the irritation to clear up. The patient's blood glucose was reading between 120 to 250 mg/dl.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the adhesive pad found no evidence that would contribute to a skin condition irritation; a root cause for the reported event could not be determined. No other defects or deficiencies were found during the investigation.